Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy test, values are 21. 094 &. 21. 123. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "failed flow rate accuracy test values" was not reproduced. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined however, the pressure plate requires adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.